Event description:
Physician attempted arteriotomy closure with a closer s device after an interventional procedure on a pt with peripheral vascular disease. The pt had catheterization 3 days prior and was placed on reopro treatment. Pt had a small hematoma above the arteriotomy from the prior cath procedure. The physician had difficulty inserting the closer s and obtained minimal blood marking. After deploying the device, a cuff miss occurred. The physician cut the remaining suture and attempted to remove the device. The device appeared stuck on the scar tissue. As the physician aggressively attempted to remove the device from the artery, the device broke in half at the crimp between the catheter and the metal barrel. The catheter portion remained in the artery and the physician was able to remove it, with hemostats. In order to achieve hemostasis, the physician placed a guidewire through the broken catheter and a second closer s was deployed to suture the artery. In addition, manual compression was held for 15 mins to establish hemostasis. The pt recovered without further injury. The physician stated that he felt the foot was not returned to it's original position, however, this cannot be confirmed because the foot was not returned with the rest of the device and the foot lever was down in the original position.